Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: g2 remove health professional from this section. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (9) nine years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the power switch could not be back, due to power switch mechanism failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the xenon light source's switch did not work. This occurred during reprocessing and there was no procedure or patient under sedation. Another device was used and there was no report of patient harm.